Event description:
Pt developed cardiogenic shock after coming off bypass from cardiac surgery. Iab catheter inserted using sheathless technique. Within 5 mins of pumping, blood was noted in the extracorporal tubing indicative of a leak. The balloon catheter was removed and another inserted.